Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was inquiring about a colonoscopy procedure as it relates to device interaction/function. The patient went on to report that he experienced a syncopal event during threshold testing a week ago. A boston scientific technical services consultant documented and discussed the reported clinical observations. No additional adverse patient effects were reported.